Event description:
It was reported that the customer had high blood glucose levels (400 mg/dl). Customer reports basal setting may need to be adjusted. Current setting are from previous insulin pump. Customer delivered a correction injection to stabilize her blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.